Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the power source is unable to charge. The customer was advised to disconnect and clear the alarm. The customer was advised to remove the battery and monitor the notification light. The customer was advised to complete the reservoir and tubing process. The customer was advised to monitor the pump and call back if the error recurs in 4 hours.

Manufacturer narrative:
Power loss was confirmed in the long trace and detailed trace analysis confirmed the power error alarm 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with a scratched case, a pillowing keypad overlay, a keypad overlay texture damage and minor scratches on the lcd window.